Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the static in church in 2008. It was explanted in 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.